Manufacturer narrative:
Product monitoring follow up: customer reports after completion of procedure, they returned to the room and the system was functional. There is no further problem with the system.

Event description:
On (B)(6): customer reports via phone that staff were performing a retrograde pyelogram on a large male patient, approximately (B)(6), when the x-ray tube overheated due to physician consistent use of fluoro, system losing fluoro capability. Staff moved the patient to another room where the procedure was completed without further incident. No reported injury.